Event description:
It was reported that customer experienced continuous glucose monitor error that affected sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, confirmed that error did not reappear, and successfully started new sensor session, with no additional actions required.